Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed high, out of range pacing impedance since always. A new lead was implanted at a cardiac resynchronization therapy defibrillator (crt-d) explant procedure. When all leads were connected to the new crt-d, one of the new lv lead vectors showed high, out of range pacing impedance. Also, the right atrial (ra) lead showed the same impedance measurements a couple of times. Then the physician did a procedure that corrected the lv and ra lead impedances. No adverse patient effects were reported.